Event description:
The customer reported that the device would not recognize the therapy cable.

Manufacturer narrative:
Philips evaluated the device and verified the reported symptom. The power pca was replaced which resolved the issue.